Event description:
A customer reported that during vitrectomy surgery, a system message displayed and could not be cleared. A second system was used to complete surgery with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the issue, but confirmed the system message (sm) "irrigation output valve error" in the event log. Sm "irrigation output valve error" is triggered if the optical sensor feedback indicates the irritation pincher does not respond as expected. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The cassette was not returned for evaluation. Similar system message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Based upon similar reports the root cause for this reported event is due to either the cassette and/or drainage bag leaking. The system is functioning as designed. An internal investigation has been opened to address the leaking cassette issue. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags to cracking pressures in the lower tolerance zone. Additionally, an additional elastomer mold was purchased in 2010. Testing has shown that elastomers manufactured on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold has been validated and placed into production. (B)(4).